Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter component damaged and leaked on (B)(6) 2025, at 9:30 a.m., when a disposable prn was installed for postoperative infusion, the rubber tip of the prn broke, causing fluid to leak out. The disposable prn was immediately replaced.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer did not return any samples or photos, and the specific defect details could not be identified. 2. Query batch record information: 1) the complaint batch number 4050662 was produced on the prn automatic assembly line, with the production date of 2024-4. 2024-4 was packaged on the m860 packaging machine. The total value of this batch of products is 439.6k. 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records of this batch of products and the machine maintenance, and find no abnormalities, deviations or rework activities. 3. Analysis of the retained sample products: leakage tests were conducted on the retained sample products of the same batch (rotate the prn on the standard ruhr joint, inject the standard water pressure, and observe whether there are any abnormalities in the prn within the standard time). The test results were qualified. 4. Root cause analysis: leakage tests were conducted on the retained samples of the same batch. The test results were qualified, and the defect patterns could not be reproduced. As no samples or photos were returned, the specific defect details could not be identified. 5. The factory keeps a close eye on such defects.